Event description:
Attorney's report of patient's alleged defective mesh, "tiny springs throughout her abdomen" and required surgery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.